Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported a short battery life or a low battery alarm within 1 week. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current, active current and self test. Thump software was utilized and uploaded trace/history files properly. No low batt alarms or unexpected battery alarms noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. The adapt tool was utilized to search for any alarms that may have occurred in the past. Low battery alarm was found on (B)(6) 2024 at 14:06:00.000 a week after (B)(6) 2024 and is expected. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. P-cap locked in place properly during testing. Unit received with cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded). In conclusion, customer concern for charge/battery lasts less than expected was not confirmed. No low batt or batt out limit alarms occurred during testing found during testing. Unit tested properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.